Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. No further details were provided regarding the hospitalization; however, the customer called in to make sure their insulin pump was functioning properly. The patient's blood glucose at the time of call was 177 mg/dl. The insulin pump was able to prime without incident. The insulin pump was not returned for analysis.